Event description:
According to the reporter, during a thoracoscopic wedge resection of lung metastases from renal cancer, during the first firing, the handle was very hard to squeeze and the handle broke midway; the firing was unable to be completed. The handle was squeezed quickly. After a new same handle and reload were opened, it was fired slowly by compressing up and down, and no problem was caused. There was no patient injury.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned device had damage to the cutting edge of the knife blade. Functional testing found that the interlock functioned properly after the test firing when reload was applied to test media with proper staple placement and media transection. Evaluation of the returned device¿s condition revealed that it had been applied on tissue beyond the indicated range. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Partial firing can occur either by firing over tissue that is beyond the recommended thickness range, or firing with an obstacle incorporated in the jaws. This could cause to fail successive firing. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic wedge resection of lung metastases from renal cancer, the first firing was very hard and the device broke midway, the firing was unable to be completed. The handle was squeezed quickly. After a new same device was opened, it was fired slowly by compressing up and down, and no problem was caused. There was no patient injury.